Event description:
Reportedly the device was explanted after a 95 month implant duration due to calcification svd. Three leaflets did not move, gradient significant classification. No further information provided at this time.

Manufacturer narrative:
Evaluation: heavy intrinsic and extrinsic calcification was present in the cusp of all leaflets. Minimal calcification was observed on the free margin of leaflets to and three. The calcification had reduced leaflet mobility and thus led to stenosis. A gap was visible at the coaptation region of the leaflets. Minimal to moderate host tissue overgrowth was observed on the stent on the inflow and outflow aspects. A layer of host tissue overgrowth was also observed on the tissue of all leaflets on the inflow and outflow aspects. Extensive calcification was noted in the x-ray. Wireform was exposed on the tip of cusp one and two post on the outflow aspect. X-ray.